Event description:
The customer reported that while a patient was being transported for a nuclear med cerebral blood flow study to confirm brain death an unplugged pcu powered off with no warning and 2 syringe pumps, infusing epinephrine and vasopressin, shut down. The nurse plugged in and powered on the pcu, and restored the infusions. The patient was hypotensive for approximately 5 minutes after the pressors were restored. The nurse obtained another pcu to transport the patient back to the ICU. Approximately six hours later the patient was pronounced dead with the results of the cerebral flow study and other tests conducted later in the day.

Manufacturer narrative:
Correction on initial report: originally reported (2) 8110 and (2) ext tubings concomitants; the investigation found only (1) 8110 and (1) ext tubing. The customer¿s report that the pcu alarmed for "battery discharged" and shut down was confirmed. Physical inspection of the device noted that the battery was a non-carefusion battery made by an unknown manufacturer with date code 02/2015. Because it is a non-carefusion battery it is not known how to decode this particular date code label. Analysis of the pcu event logs confirmed that on (B)(6) 2015 at 12:25 pm while four modules were connected the pcu experienced a "battery discharged" condition that caused all active channels to enter a pause state. No low battery (lb1) or very low battery (lb2) alerts were confirmed prior to the "battery discharged" alarm. It was determined that the system operated on battery power (dc) for approximately 28 minutes prior to the event. The system was tested using four test pump modules and a fully charged battery. The system failed the battery runtime specification, experiencing a "battery discharged" alarm after 1 hour and 2 minutes. No low battery (lb1) or very low battery (lb2) alerts occurred prior to the "battery discharged" event. The customer¿s non-carefusion battery was replaced with a new, fully charged carefusion battery. Testing confirmed that the system exceeded the battery runtime specification, experiencing a "battery discharged" alarm after 3 hours and 48 minutes. Low battery (lb1) and very low battery (lb2) alerts occurred as required prior to the "battery discharged" event. The root cause was determined to the use of a 3rd party battery.

Event description:
Four pumps and their respective infusions (vasopressin, epinephrine, IV fluids, and replacement fluid) paused.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.